Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the concentric, de novo lesion was located in the 1st diagonal off the left anterior descending artery (lad #7), which was not tortuous, mildly calcified, and had a 90% stenosis. A non-abbott guide wire was crossed toward the lad and pre-dilatation was performed with a voyager nc 2.5 x 15, but it ruptured at 16 atm. So a non-abbott balloon catheter of the same size was used to pre-dilate the lesion without an issue. Intravascular ultrasound was performed and a non abbott drug eluting stent was deployed and the procedure was completed. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Based on the information provided, the lesion was mildly calcified and 90% stenosed, which may have contributed to the experienced rupture. Furthermore, since there were no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to use. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation attempt. Ultimately, return of the balloon catheter may have aided the evaluation in determining a cause for the reported difficulty. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported for a balloon rupture with this lot, suggesting that there are no lot specific product quality deficiencies. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.